Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by th legal brief, the male patient on (B)(6) 2011 underwent a right total knee replacement surgery and was implanted with an optetrak device, including an optetrak logic ps tibial insert, size 3, 11 mm made of polyethylene. Patient was diagnosed with aseptic loosening and osteolysis and he underwent revision surgery of his right knee on (B)(6) 2019. During the revision surgery, patient's surgeon stated, "the patient has very prominent osteolysis," and "the femoral component was noted to be loose." Upon information and belief, the loose components and osteolysis in patient's left knee was due to premature polyethylene wear of the tibial insert. Following the revision surgery, patient continues to be limited in his activities of daily living. Plaintiff has difficulty with daily activities such as getting dressed, climbing stairs, and bathing. Despite undergoing the revision surgeries, patient experiences daily pain and discomfort in his right knee which limits his activities of daily living and impacts his quality of life. As a direct, proximate results, patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care.

Manufacturer narrative:
Upon investigation this has been discovered to be a duplicate case, all new/additional information will be appropriately processed and reported under MFR# 1038671-2020-00403.